Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip for stabilization. It was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The patient presented with restriction and dilated left atrium. Resistance was felt when retracting the actuator knob. The clip was subsequently released correctly; however, the clip detached from the posterior leaflet. Chordae rupture was noted. Another xtw was implanted to stabilize the first clip. Mr remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported physical resistance/ sticking (actuator knob retraction) could not be determined. A cause for the reported incomplete coaptation/ single leaflet device attachment (slda) could not be determined. The reported tissue injury (chordal rupture) and unchanged mitral regurgitation (mr) appear to be related to the slda. The reported patient effects of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.